Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received as well as maude database, which states, "rn was setting up medications for induction of labor. Pitocin IV line was primed, loaded into alaris pump with door closed (but pump not turned on), connected to the patient and roller clamp opened. As rn was preparing for independent double check of medication with another rn, a significant decrease in fetal heart rate was noted (went from 130's-50's). Interventions were implemented to increase fetal hr without impact to babies hr. A stat c-section was called and as preparing to go to the operating room, it was noted that the pitocin was free flowing. Approximately 1/4 of the pitocin bag infused before free flow of medication noticed. Mom and baby did ok during/after delivery, but this was not a patient who was likely to have a c-section. The IV pump and tubing were sequestered for clinical engineering review." This file was opened to reflect the harm caused to the fetus. (B)(4) has been opened to document the harm caused to the mother.